Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that (B)(6) year old man was operated in (B)(6), (B)(6) 2018. The surgeon was doing mtp-arthrodesis to the left forefoot and he was using variax foot plate ref (B)(4) for that. Surgeon drilled with the drill guide for the 2.7 mm screws and using 2.0 drill. One locking screw, surgeon put to the plate did not lock. He had to change the plate to another one ref (B)(4) and operation was completed successfully. It took 15 minutes more time to do that surgery.

Manufacturer narrative:
The reported event that curved plate, 6 holes did not lock could be confirmed since the device was returned for evaluation. The device inspection revealed the following: the plate is intact but with a slightly scratched surface, most likely due to the implantation/ ex-plantation. One of the hole is severely deformed at lip surface and chipped. Such damage is most likely caused due to misalignment between the trajectory of the screw and the drilled hole trajectory leading to multiple attempts of locking. Also, the damage of the locking hole/lip can be due to improper use of instruments. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of manufacturing or design related problems were found during the investigation. Based on investigation, the root cause was attributed to a user related issue. Such failure can occur in case of improper use of the instruments or drilling of holes at an angle greater than 15° as indicated in operative technique. A review of the labeling did not indicate any abnormalities. If any further information is provided, the investigation report will be updated.

Event description:
It was reported that 55 years old man was operated in kymenlaakso ch(B)(6)2018. The surgeon was doing mtp-arthrodesis to the left forefoot and he was using variax foot plate ref (B)(4) for that. Surgeon drilled with the drill guide for the 2.7mm screws and using 2.0 drill. One locking screw, surgeon put to the plate did not lock. He had to change the plate to another one ref (B)(4) and operation was completed successfully. It took 15 minutes more time to do that surgery.